Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer called in on behalf of father stating meter is reading lo. Customer is feeling physically well at time, denies having any symptoms of low blood sugar at time. Customer's normal range is 120-140mg/dl fasting. Caller states he ran 4 blood tests on himself, his father, and the nurse and they all obtained a reading of lo despite feeling physically well at time and asymptomatic. Customer opened strips today (B)(6) 2017, verified proper storage. Back to back blood tests not performed at the time of the call. Reviewed meter memory: (B)(6).